Event description:
It was reported to medtronic neurosurgery that durepair was removed from the pt and had a texture similar to toothpaste. According to the report, tisseel was used as an ancillary product.

Manufacturer narrative:
The product has not been returned to the manufacturer. Therefore, an evaluation of the device was not possible. A review of the manufacturing records showed no anomalies.